Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a leak was reported, which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. During troubleshooting, it was reported that there was a leak. The caregiver stated that the final bag was empty and that solution was outside the bag. The connections were secure. The location of the leak could not be identified. Renal therapy services (rts) assisted in clearing the alarm. Rts advised the patient to start over with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.